Event description:
Procedure type: nephrectomy. According to the reporter: during 1st firing on the branch of renal vein, the handle ran idle and firing was not completed. The surgeon opened the device jaws and noticed the tissue was stapled but was not cut. New cartridge was loaded onto the same stapler to excise the proximal side, and the procedure was completed without further problem.

Manufacturer narrative:
(B)(4).